Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was 150 mg/dl at the time of the incident. Customer stated that, the alarm did not occur immediately after a battery change. Battery was changed. Customer advised to replace and discontinue the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the self test and displacement test. No pump error noted during testing or after battery change. No unexpected pump restart noted. Unit had minor scratched display window, pillowing keypad overlay and cracked retainer.